Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the pulse generator exhibited a high current battery drain. Once the device was cut open the device functioned appropriately. The current drain was monitored for 12 days and the anomaly could not be reproduced. Other text : na.

Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri) a day after implant. The patient was in intrinsic rhythm. The device was explanted and replaced.